Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03226 and 3005099803-2015-03242 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the introduction, the hydrophilic tip of the jagwire detached, exposing the tip of the metal corewire. A second jagwire was introduced and the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.